Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed for all implanted devices associated with this event and no nonconformities were found. Device was not available for return.

Event description:
It was reported to nevro that a patient had acquired a (B)(6) infection following an implant procedure. The patient was hospitalized and was given IV antibiotics. The device was explanted. The patient had recovered with no sequelae and is looking forward to reimplant.